Event description:
The customer reported that the battery would not charge. During alarm log review, n56 (replace battery) alarm was found. During testing, the device displayed the battery depleted message upon power up and the battery icon was empty. The device was connected to ac power and the pump displayed the message to keep the device plugged into ac. The device passed a self-test on ac. When ac power was disconnected, the device displayed a depleted battery message and then powered off. The new battery was installed and changed battery option was keyed. The device passed all the testing. The complaint was confirmed and the probable cause was determined to be depleted battery and change battery option not keyed. The complaint was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.